Event description:
The facility representative reported to largo customer service that the infusor device constantly alarmed l02 during power up in the surgery center. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's product evaluation it was discovered that there was a constant alarm that occurred while the device was running. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective mpu pcb (microprocessing unit printed circuit board). The mpu pcb has been replaced. Additional: a service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and there were no exceptions noted for the manufacture of this product.